Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. Thirteen days later, the patient was discharged from the hospital. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as, (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h12l07031 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.